Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having open lumbar fusion therapy for compression fracture. It was reported that the screw was not fully inserted and had to be removed and replaced. Additionally, there were repeated insertions of pelvic screws due to the drivers breaking. The tips of the drivers sheared off before the screw was fully inserted. Unfortunately the tip was now in the screw head and could not be advanced so the screw had to removed and replaced with a new one. The pliers didn't work and the spring was jacked up. There was no patient symptoms reported. There was a delay of less than 60 minutes in overall procedure. There were no further complications reported regarding the event.